Manufacturer narrative:
A field engineering specialist replaced a sipper solenoid nozzle and replaced a sample probe. The field engineering specialist service activities resolved the issue. The custom had no further issues following the service visit. The event occurred in: (B)(6).

Event description:
The initial reported complained of questionable ise indirect na, k, ci for gen.2 results for multiple patients tested on a cobas 8000 cobas ise module (double). From the data provided, 1 patient had questionable sodium results and 1 patient had questionable sodium, potassium, and chloride results. Patient 1: the initial sodium result was 148.9 mmol/l with a repeat result of 143.8 mmol/l. Patient 2: the initial sodium result was 152.97 mmol/l with a repeat result of 136.49 mmol/l. The initial potassium result was 4.5 mmol/l with a repeat result of 3.99 mmol/l. The initial chloride result was 84.9 mmol/l with a repeat result of 95.6 mmol/l. The initial results were reported outside of the laboratory and amended reports had to be issued. The sodium electrode lot number was provided as "r20_2019" with an expiration date that was requested but not provided. The potassium and chloride electrode lot information was requested but was not provided.